Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of dilator damage. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. The reported allegation for dilator tip damage is confirmed based on media reviewed. Risk assessment a risk review performed for the faradrive device confirmed that the event of damaged dilator tip is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that when faradrive package was opened during preparation, it was noted that there was a defect at the tip of the dilator. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is not expected to be returning as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that when faradrive package was opened during preparation, it was noted that there was a defect at the tip of the dilator. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is not expected to be returning as it was disposed.